Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter last name not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand procedure on (B)(6) 2018, the tip of the stardrive screwdriver shaft was deformed after implanting the first three (3) 1.5mm cortex screws. Surgery was completed successfully with no delay. Surgical outcome was reported as desired. Concomitant device reported: 1.5mm cortex screw self tapping with t4 stardrive recess 9mm (02.214.109, lot number unknown, quantity 3). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).